Manufacturer narrative:
The up arrow button was unresponsive due to corroded keypad traces. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 101 mg/dl. Insulin pump will need to be replaced. No additional information provided.